Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the physician experienced placement difficulty with this right atrial (ra) lead. After repositioning the lead multiple times the helix would no longer function and the physician believed it to be damaged. The lead was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Based upon the field allegation, analysis was able to confirm that the helix was not functioning during implant. An x-ray was taken which showed the lead to be electrically continuous.